Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 1cc of juvederm® voluma¿ xc in the lips by another injector. Approximately a year later, healthcare professional injected the patient with 0.5 cc of juvederm® voluma¿ xc in the lower lips. Two weeks later, patient experienced "crakced, infected lips (pus formed)." Patient was prescribed doxycycline for 10 days, which resulted in the improvement of symptoms, but the symptoms flared back up. The physician then used 2cc of hyelenex to dissolve the filler over 2 sessions. The symptoms improved. Two weeks later, patient requested hcp to inject 1 cc of juvederm® volbella¿ xc in the lower lips. Similar symptoms recurred. Patient then was prescribed minocycline but flared back when stopped the antibiotics. The event is ongoing. This is the same patient reported under MDR ID# 3005113652-2021-03127 (allergan complaint #(B)(4)) and MDR ID# 3005113652-2021-03129 (allergan complaint #(B)(4)). This MDR is being submitted for the third injection of suspect product, juvederm® volbella¿ xc.